Manufacturer narrative:
The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics and the buttons. The resulting short circuit damaged the pump electronics and the buttons. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the up and down buttons on the infusion device do not function correctly. The infusion device was requested for evaluation. No physiological effects were reported.